Event description:
It was reported that the following issue was observed on the device: "pump channel pulling back on line after each drop of IV drip." Additional notes provided by the facility¿s clinical engineering support services include: "pump channel pumps IV drip, but pulls back on line after each drop pulling blood backwards into the line giving the appearance of IV being in an artery (pulsatile blood in line). IV is verified in a vein and this issue resolves with a new pump channel." Reported problem cause description: "calibration - adjustment." There was patient involvement however no harm. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had pump channel pulling back on line after each drop of IV drip was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.